Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia while on pump therapy. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 500 mg/dl with extreme drowsiness/difficulty waking up/confusion. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. The reporter stated the display was dim and no information was provided if the screens can be read/maneuver safely. It was reported that the patient had a cold. Troubleshooting was unable to resolve the display issue. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia due to a display issue of unknown causes.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged dim display issue was duplicated in the evaluation. Review of black box data did not find any activities outside of normal use. The total daily deliveries added up correctly and reflected user¿s programmed basal setting. The pump powered up to a display with pinkish contrast and can be read/maneuvered safely. A rewind/load/prime sequence was executed without incidences. Pump delivery accuracy was within specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.